Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The patient was implanted with an ams perigee graft. It was reported that the patient experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering."